Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: during investigation, there was no activity relating to the complaint observed in the black box or pump history. A call service 6 alarm occurred during duration testing. The eeprom hardware failed. Unrelated to the original complaint, the display appeared dim and discolored. The keypad was torn over the down button, but all the buttons were responsive to user presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 006 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.